Event description:
It was reported that this pump was explanted due to an infection. This device system delivered baclofen.

Event description:
Additional information received from the hcp indicated the patient had a routine pump replacement for battery end of life; no infection reported.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j11021r14, implanted: (B)(6) 2002. Product type: catheter. (B)(4). Analysis of the pump revealed no anomalies.